Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the serial number of the meter is unknown; therefore, the date of manufacture is also unknown. The date listed is the date when abbott diabetes care became aware of the event.

Event description:
A customer called customer service on (B)(6) 2011 to request training in applying a sample to a test strip in use with her freestyle lite blood glucose meter. After the training was provided customer reported that her meter was not giving her accurate results (no readings were provided) and noted because of this she was "freestyling" with her insulin. She further reported engaging the services of a hospital, replying "yes" when asked if she had sustained an injury as a result, but refused to provide any further information. Customer declined to provide her name and contact information, so no additional information can be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1156842) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.